Event description:
It was reported the patient experienced pain at the ipg site. The ipg was exposed through the skin and was getting hotter. In turn, the ipg was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of discomfort at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. Also, to address the pocket heating allegation while stimulation is on, the device¿s outer can temperature was measured after 4 hours and the rise in temperature was less than the specified maximum 2°c. The device met the product requirement specification for heat generation during use.